Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor stopped working occurred. It was indicated that the patient used an expired sensor, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.